Event description:
Customer reported experiencing a cartridge alarm 30 on multiple occasions. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge, but the alarm persisted, so a replacement pump was arranged. Customer was informed about using multiple daily injections as backup therapy, acknowledged instructions for returning the faulty pump, and will receive additional training with the new device.